Manufacturer narrative:
(B)(6). Additional product codes: kwp, mnh, mni. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a c2-t2 posterior cervical fusion procedure using the synthes 4.0mm synapse system on (B)(6) 2017. Postoperatively, it was identified that a total of three (3) synthes titanium (ti) locking screws had loosened, and two (2) of the screws were free floating above the head of the implanted synapse 4.0mm screws. On (B)(6) 2017, the patient was returned to the operating room where the complained devices along with the remaining implanted devices were removed easily and the surgeon revised the patient using the synapse and synthes universal spine system (uss) screws and rods. The construct was extended to cover c2-t4. The procedure was completed successfully and the patient was reported to be stable. Concomitant devices reported: synapse 4.0mm screws (part 04.615.232, lot number unknown, quantity 2); synapse 4.0mm rods (part 04.615.526, lot number unknown, quantity 2) this report is for one (1) titanium locking screw. This is report 3 of 3 for (B)(4).